Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported left side "experiencing muscle pain" which is not device related. Patient reported later reported "cyst" and rupture. Device remains implanted.

Event description:
Upon further medical review, lymphadenopathy code has been removed from coding, as there is no indication of lymphadenopathy in the pfn confirming the diagnosis of lymphadenopathy. There are currently no reportable events against device on record. This record is no longer reportable to the FDA and will be un-reported.

Manufacturer narrative:
Additional, changed, and/or corrected data: b2, b5, h6.

Event description:
Previous emdr reported rupture. Upon further quality review, it was found that rupture is only for the contralateral side device reported in mrn# 9617229-2024-08001, hence rupture is being unreported for this left side device.

Manufacturer narrative:
Previous emdr reported rupture. Upon further quality review, it was found that rupture is only for the contralateral side device reported in mrn# 9617229-2024-08001, hence rupture is being unreported for this left side device. Additional, changed, and/or corrected data: b5.